Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that on (B)(6) 2019 the njt was placed during endoscopy. Enteral feeds commenced. The patient was educated regarding home feeds and flushing. Once home, the patient stated that the feeding tube became blocked. Also, when the patient changed the naso fix dressing she noted that there was a hole in tube just near insertion.